Manufacturer narrative:
The insulin pump had unresponsive buttons due to light moisture damage on the keypad traces. No button error alarm was noted. No unexpected number ramping anomaly was noted. The insulin pump powered up properly after battery installation. No failed battery alarms were noted. The operating currents could not be verified due to the unresponsive keypad. The insulin pump had minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 243 mg/dl. The customer stated the numbers on the insulin pump started scrolling when she was entering information into the device for her bolus. She took the battery out, received a failed battery test alarm, and then the button error alarmed. No other significant events leading to the alarm were observed. Unable to troubleshoot for failed battery test due to unresponsive keypad. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.